Event description:
A caller reported experiencing a cartridge alarm 30 during the load process. There was no adverse impact on the customer's blood glucose level. The customer, who had experienced similar alarms with consecutive cartridges, opted to use multiple daily injections (mdi) as backup therapy. Technical support confirmed the issue and planned to replace the pump, which was out of warranty, but the caller declined interest in obtaining an out-of-warranty loaner pump.